Manufacturer narrative:
On september 30, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve and a tear on the posterior view, measuring less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2020, mentor became aware that the replacement implants used on (B)(6) 2020 were 275cc mentor saline devices filled to 330cc. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2020, mentor became aware that patient also experienced right side deflation. Hence, device code "material rupture" has been added to field h6, and "product problem" has been checked under field b1 on this form. On august 21, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added. - field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On september 24, 2020, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 225 cc mentor smooth round moderate plus profile on both sides and experienced uneven breasts. Patient also stated that she was sent to get a consultation for the issues with her breasts and then she found out she was pregnant and held off the breast concerns until now. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to collect additional information. However, no response has been received. If additional information is received in the future, supplemental report will be submitted. This report is for the patient¿s right-sided device.